Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the recharging interval had increased. The patient's family felt something was wrong with the system and it needed to be checked. The cause of the event was unknown. The system check had not been done yet. The issue was not resolved at the time of this report. No surgical intervention was taken or planned and the patient was alive with no injury.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient experienced an increase in rigidity. The patient's treating neurologist stated the symptoms were not related to parkinson's disease. The cause of the event was not determined and no diagnostics or troubleshooting was done. No additional actions had been taken and the patient was going to have to be transferred to a deep brain stimulation (dbs) center for further investigation and a system check.